Manufacturer narrative:
The reported complaint of the "autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the user was unable to clear the ua 45 error message " was confirmed during functional testing and archive review. The root cause for the (ua) 45 error was due to the driveshaft not being at the "home position". Usually, the (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, during further testing, it was noticed that the encoder driveshaft could not rotate smoothly and exhibited binding and resistance. This might have caused difficulty for the user to clear the (ua) 45 error message. Upon visual inspection, unrelated to the reported complaint, noticed the cracked front enclosure. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure was replaced to address the observed physical damages. The archive data review showed (ua) 45 error messages around the reported event date. Thus, confirming the reported complaint. In addition, unrelated to the complaint, the archive showed the presence of (ua) 19 (max applied load exceeded) error message. The load plate has detected too much weight being applied. The error message was not reproduced during the functional testing. User advisory is a clearable error message; user advisory (ua) 19 error message indicates that the load plate has detected too much weight being applied. The recommended actions for this type of user advisory are: ensure the patient/manikin is aligned correctly and then restart. Functional testing failed due to the (ua) 45 displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was returned to the home position using the administrative menu to remedy the problem. The sticky clutch was deburred to allow the driveshaft to rotate smoothly. The cause for the sticky clutch could be due to the normal use of the device. Following service, the autopulse platform was subjected to the run-in test using the instrumented manikin followed by 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes each without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
During shift check, after the call, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) when the user replaced the lifeband. The user was not able to clear the user advisory after instructions were provided. No patient involvement.